Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/18/2019.

Event description:
The customer reported and alarm for (led) light emitting diode occurred during use of a patient. There was patient involvement, but no one was harmed.

Manufacturer narrative:
PMA/510k: 25dec2019. Date of report: 30dec2019. The manufacturer's international service technician evaluated the device and confirmed the reported problem. The service technician replaced the power switch overlay. The ventilator was calibrated successfully and passed all required testing. The reported problem was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04feb2020. B4: 12feb2020. The part was returned to the manufacturer for failure investigation (fi). It was determined that the alarm red light emitting diode (led) detached from the trace not making contact on the power switch overlay created the reported error code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 05dec2019. Date of report: 05dec2019. No part returned for evaluation. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.